Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus pen no longer works; x-y printed circuit board is out of specification. Display screen is stuck and hard to open. One of the pins on the pcmcia (personal computer memory card international association) card slot is jammed and it can't be used for release of any inserted cards. Upper and lower cases and media bay door are broken. Microphone out of electrical specification.